Manufacturer narrative:
Patient¿s weight is not provided for reporting. Date of event is unknown. This report is for two (2) unknown 18mm screws for zero-p va. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Explanted on (B)(6) 2016, during the revision surgery captured under linked complaint (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is suffering; has pain, limited cervical range of motion, and swelling causing problems swallowing. The patient initially underwent an anterior cervical discectomy, arthrodesis foraminotomies and was implanted with an unknown 9mm zero-p va implant, two (2) unknown 18mm screws, and an iliac crest autograft at c5-c6 on (B)(6) 2014 due to the following cervical issues; spondylosis, degenerative disc disease (significant on the right side), myelopathy, and radiculopathy (primarily on the right side). During the procedure, it was noted on the right side there was significant stenosis due to disc osteophyte complex. There were no complications and no surgical delay during the initial procedure. Patient outcome was stable. Within two months postoperatively, the patient states he went downhill; the implant was crooked, he could not turn his neck, he suffered pain, and had several cervical epidural surgical procedures and physical therapy, which failed. This complaint is linked with (B)(4), which captures the revision procedure. This report is for two (2) unknown 18mm screws for zero-p va. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The zero-p va system (j9912-d) offers variable angle zero-profile anterior cervical interbody fusion (acif) solutions using a stand-alone implant which combines the functionality of a cervical interbody spacer and the benefits of an anterior cervical plate. The subject zero-p va implants were not returned, but reported info regarding the patient/procedures was used to confirm the complaint condition, and made its replication inapplicable. Since a definitive part/lot combo was not available for the subject implants, a DHR review could not be completed, and since the parts were not returned neither a drawing review, nor dimensional/material/hardness checks will be completed as part of this investigation. Based on the available information it is not possible to determine a definitive root cause for the complaint condition, but there is no indication that it occurred due to a product related issue. There are multiple factors that can impact the post-operative outcome and adversely impair the healing process. Diseases such as, but not limited to, hereditary predispositions, osteoporosis, diabetes, obesity and rheumatoid arthritis as well as comorbidities such as alcohol, tobacco and drug use impair patients¿ ability to heal which could have contributed to the complaint condition. It is also possible that a complication during the initial procedure could have contributed to the complaint condition, but that was not able to be definitively determined using the available information. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.